Event description:
It was reported that the patient presented in clinic for routine follow-up and increased pacing impedance was observed on the rv lead. Review of x-ray revealed no lead anomalies. The lead remains implanted and will be monitored.